Manufacturer narrative:
(B)(4). It was reported that the patient underwent a removal/revision surgery on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic relaxation, a rectocele, a cystocele, and dyspareunia. The patient underwent the concurrent procedures of anterior/posterior repair and exploratory laparoscopy with vaginal vault suspension during mesh implantation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a mesh and intepro were implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 08/06/2015. Additional narrative: it was reported that following insertion the patient experienced urinary problems, bowel problems, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision and diagnostic cystoscopy on (B)(6) 2014 for chronic pelvic pain and mesh contracture. It was reported that the patient had her ovaries removed in (B)(6) 2013. It was reported that the patient also had cystoscopy and hydrodistension of the urinary bladder on (B)(6) 2012 for persistent cystitis following pelvic surgery. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.